Event description:
During evaluation of a returned homechoice device, the device failed the volumetric accuracy test. There was no patient involvement as this occurred during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A service history record review was performed and revealed no issues that could have caused or contributed to the reported event of inaccurate fluid reading. An external visual inspection was performed with no issues noted. An internal inspection revealed that the piston foam was disintegrated. The device passed the returned instrument testing evaluation (rite) electrical testing but failed the rite functional testing for rite ¿ therapy monitored volume failed performance spec. The direct cause of this problem was deteriorated piston foam. The piston foam was scrapped to solve the problem. Should additional relevant information becomes available; a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. This is an ancillary service event. Initial evaluation identified the volumetric accuracy test failure during functional testing. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.